Event description:
It was reported that the patient fell, cut his head and experienced tightened muscles and twitching. It was noted that, post fall, the patient experienced a loss of effect that was unrelated to the stimulation therapy from the implantable neurostimulator (ins). The status lights were assessed and it was concluded that the ins was on. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Extension: model 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: na. Lead: model 3389s-40, lot# v141078, implanted: (B)(4) 2008, explanted: na. Extension: model7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: na. Ins: model 7426, serial# (B)(4), implanted: (B)(6) 2008, explanted: na.